Event description:
Instrument kit requested from company for apparent removal of a primary margron hip replacement due to unknown patient symptoms. Kit supplied by company, but no information forthcoming from surgeon to confirm details of the event, including whether revision surgery was even performed. Despite repeated attempts by company, no further information has been received on this case.

Manufacturer narrative:
Instrument kit requested from co. For apparent removal of a primary margron hip replacement due to unk pt symptoms. Kit supplied by co., but no info forthcoming from surgeon to confirm details of the event, including whether revision surgery was even performed. Despite repeated attempts by co., including written requests, no further info has been received on this case. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country's orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.